Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the pace sense portion of the right ventricular lead. The noise was suspected to be due to debuting lead damage. Recommendations were made to replace the defective lead and suggestions made to replace older leads, one of which was an old right ventricular lead used as a high voltage lead. Information received indicated the patient was to be scheduled for a lead revision but no date had been scheduled. The patient was fine with no complaints.

Event description:
New information received notes no intervention was made as the patient had not reached a decision to intervention. The lead was implanted and was just being monitored with no planned intervention.